Event description:
The customer reported that the system arced and an overload fault was displayed causing the system to shut down without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube temp sensor and tube cover were replaced and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.